Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and cyst ('cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included hidradenitis suppurativa, villonodular synovitis, carpal tunnel release and shoulder pain. Concomitant products included ranitidine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), uterine pain ("uterus pain") and adnexa uteri pain ("left ovary pain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced cyst (seriousness criterion medically significant), pelvic pain ("pelvic pain") and loss of libido ("libido"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and removal of cysts) and tooth extractions. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, cyst, pelvic pain, dysmenorrhoea, vaginal haemorrhage and tooth disorder outcome was unknown, the abdominal pain, abdominal pain lower, uterine pain and adnexa uteri pain was resolving and the loss of libido had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, cyst, device dislocation, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: abnormal bleeding (vaginal), lower abdominal pain, uterus pain, left ovary pain and libido added. Reporter information, medical history and concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental probs") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, tooth disorder and cyst outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was updated with new event: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, dental probs, cysts, patient did not underwent essure confirmation test incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.